Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Placeholder.

Event description:
It was reported two drill bits and an insertion handle broke during surgery. Surgeon was performing the intramedullary nailing of a femur, when trying to rotate the nail after insertion, they heard a clicking noise. An x-ray was performed but did not show where the clicking was coming from. The surgeon proceeded to put the wires through the nail for the recon locking screws and they appeared to go through. The surgeon then started to drill and the drill bit broke at the tip. Surgeon removed the drill bit to use another hole. The wire was removed and another drill bit was used. As the surgeon was drilling, the second drill bit broke at the tip as well. The surgeon then tried the troch to troch approach and was finally successful. Surgeon then removed the insertion handle and discovered the tab on the insertion handle broke and this was the reason the drill bits broke as well. The two drill bit tips remain in the patient. This report is on the insertion handle. This is 1 of 3 reports for complaint (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The manufacturing documents were reviewed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Device is used for treatment, not diagnosis. Manufacturing evaluation noted: the device shows clearly visible scratches and hammer marks all over. There is apparent wear and tear in the bore. The pin/ tap on the insertion handle is broke off. The broken part is missing, therefore no investigation can be done on it. The entire laser etching is bright, therefore it is not easy to read. The device was produced and distributed in july 2006. Our inspection has shown that the pin/ tap of the handle is sheared off. It is possible that an improper, loose connection between that handle and the nail caused this damage. By this extreme bending forces were applied onto the pin, which finally caused the shearing off. The fracture face is homogenous which indicates material conformity. The manufacturing review shows that the correct material was used and the production procedure was according to the specifications. Placeholder.

Manufacturer narrative:
The instruments described in this complaint are utilized in various procedures to aid in the preparation and stabilization of the femur for fracture reduction. The anti-rotation tab on the insertion handle is broken off, likely caused by extreme external forces of insufficient tightening allowing undesirable movement. Without this tab in place, alignment issues occur and subsequent drilling operations cannot occur accurately, as displayed by the damaged drill tips on the two (2) returned drill bits. It is unknown exactly what caused the locking tab on the insertion handle to break, which ultimately caused the drill bits to fracture. This complaint is deemed indeterminate from a design perspective.